Manufacturer narrative:
Device returned to manufacturer? Corrected data, initial MDR inadvertently omitted that the date that the suspect device was received for analysis.

Event description:
The device was actually received for analysis on (B)(4) 2015. Product analysis for the tablet serial cable was completed and approved on (B)(4) 2015. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection was found in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It reported that an ¿unable to open port¿ error was received on a programming system. The error was resolved with a replacement serial cable. The suspect usb cable has not been received by the manufacturer to date.